Event description:
The manufacturer received information alleging a trilogy 100 device which did not power on. Additionally, the enclosure is cracked, and the feet are missing. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the error log was reviewed, and an internal battery error was observed. The device's internal battery needs to be replaced to address the issue. The customer requested no repairs be made to the unit.